Manufacturer narrative:
The event is no longer reportable for serious injury. The patient code (B)(4) no longer applies.

Event description:
Additional information was received from the health care professional (hcp) on (B)(6) 2017 reporting that labs, an MRI, and cell counting were done for the possible infection. It was reported that there was no evidence of infection and the concern was resolved. It turned out that the patient had lung cancer. There were no available printouts.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was having thoracic and lumbar MRI scans. The scan is for a possible infection as the patient had a high white cell count that was discovered in (B)(6) of 2017. The patient has had CT scans, but not a MRI before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.